Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the remote connector. Additionally it was found that the device lens was scratched and the upstream occlusion seal was buckled. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The affected components were replaced and repaired, and the device passed all testing.

Event description:
It was reported that the device remote dose cord port doesn't work. No other information has been provided.